Event description:
It was reported that catheter entrapment occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. Following pre-dilatation with a 2.50 x 15mm balloon, a 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, after deflation of the balloon, when an attempt was made to move the device, the guidewire and balloon moved together. The procedure was completed with a different device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was microscopically and visually examined. There were numerous kinks to the device. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. The guidewire used in the procedure was not returned for analysis, so a test 0.014 guidewire was used for functional testing. The guidewire passed through device with no resistance or issues. The guidewire was inserted through both the exit notch and the tip of the device and encountered no difficulties. Product analysis did not confirm the reported guidewire difficulty, because the guidewire passed through the device with no resistance or issues.

Event description:
It was reported that catheter entrapment occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. Following pre-dilatation with a 2.50 x 15mm balloon, a 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, after deflation of the balloon, when an attempt was made to move the device, the guidewire and balloon moved together. The procedure was completed with a different device. There were no patient complications reported and the patient status was stable.